Manufacturer narrative:
(B)(4), the report of an unraveled guide wire due to needle resistance was confirmed through complaint investigation. Visual analysis revealed that the guide wire was unraveled from the distal end. Upon removal of the guide wire from the needle cannula, a build-up of a foreign substance was observed on the guide wire. This substance likely contributed to the resistance and subsequent damage. Further ftir testing on the foreign substance revealed that it is likely a zein protein, which is biological in origin. Arrow guide wires of this size are designed and manufactured to withstand a tensile force of 2.75 pounds force. The selected insertion site and patient anatomy may present a tortuous path that could contribute to the possibility of guide wire kinking. Guide wire breakage may occur if a force greater than the design specification is applied during removal. A device history record review was performed, and no relevant findings were identified. Based on the results this and the results of the ftir testing, unintentional use error likely caused or contributed to this event. T eleflex will continue to monitor and trend for reports of this nature.

Event description:
It was reported the user was unable to insert the spring wire guide into the introducer needle because of resistance during use. No patient harm was reported. The patient's condition is reported as fine.

Event description:
It was reported the user was unable to insert the spring wire guide into the introducer needle because of resistance during use. No patient harm was reported. The patient's condition is reported as fine.

Manufacturer narrative:
(B)(4).